Event description:
The foreign distributor in (B)(4) reported that when the ventilator is switched on, it will not ventilate and gives a constant transducer faulty alarm. Transducer test and calibration fails. No patient involvement.

Manufacturer narrative:
(B)(4). Based on the information provided by the foreign distributor, the carefusion technical support specialist determined that the most likely cause of this failure was malfunctioning main board. The foreign distributor was shipped a replacement main board to repair the device and return it back into service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged main board for evaluation. As of april 14, 2015, the alleged faulty main board has not been received. Should the alleged faulty main board be received and evaluated, a follow-up medwatch report will be submitted.